Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a same model longer length lens of a different power. The replacement lens resolved the problem.